Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned to animas and evaluated by product analysis on 10/22/2014 as follows: an error 1 sub code 5 (record ram list cannot be set up) occurred immediately upon powering on the meter. Product analysis was unable to pair the pump and meter and complete required investigation steps due to the inability to clear the error 1 sub code 5 message.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error issue. The reporter stated that a random meter error that would not clear had occurred. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.